Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 7 months after the dental implant was installed in intraoral region 15#, its non-osseointegration was observed. Moreover, 32ncm of primary stability was achieved, bone graft was performed, immediate implant was done and the patient presented insufficient bone quality/quantity (bone type IV).